Event description:
It was reported that a tx30v was used during a lobectomy procedure. It was reported by the affiliate that the surgeon fired across an artery and it did not sound right. When he removed the instrument there was a bleeder in the center of the staple line. The surgeon opened another stapler and fired beside the previous staple line and it worked fine. This surgeon uses about 3 of these instruments a week without incident.